Event description:
It was reported that on (B)(6) 2008, the patient underwent stenting with two xience v stents, one 2.5 x 18 mm in the first obtuse marginal coronary artery and one direct stented 4.0 x 28 mm in the saphenous vein graft. On (B)(6) 2011, the patient experienced exertional chest pain and underwent percutaneous coronary revascularization of the index target lesion for in-stent restenosis of both xience v stents. The patient's condition resolved and the patient was discharged the following day. There was no adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 4.0 x 28 mm xience v is being filed under a separate medwatch MFR number. There was no reported product deficiency. The reported angina and stenosis are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing design or labeling.